Manufacturer narrative:
Evaluation method: device discarded, and will not be returned. Additional manufacturer narrative: as stated above, the explanted device was discarded by the hospital, and will not be returned for evaluation. Furthermore, the serial number and model number were not provided, and could be traced; thus, a device history record review cannot be performed. The received operative report indicates the explanted valve was calcified; calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without additional device information, no further investigation can be performed.

Event description:
Report indicates an edwards aortic valve was explanted after an implant duration of approximately 9 years, due to aortic stenosis and regurgitation. Per explant operative report, "the aorta was dilated, the aortic valve was stenotic, calcified and fibrotic." It was also learned that the explanted device has been discarded, and will not be returned.